Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, in 2006, patient sought treatment for knee pain. At the recommendation of the orthopedic surgeon, she underwent knee replacement surgery on her right knee with an optetrak knee replacement system. In 2008, less than two years after her knee replacement surgery, patient developed loosening of the device and pain in her right knee. On (B)(6) 2008, patient underwent a surgical revision of her right knee due to "failed right knee with a loose tibial component". At the time of surgery, it was discovered that patient right knee was also infected and, therefore, the optetrak knee replacement system and its components were removed while patient underwent treatment for the infection. Patient continued treatment for the infection until (B)(6) 2009, when another optetrak knee replacement system was implanted in her right knee along with another defective insert. At that time, unbeknownst to patient had introduced a new finned tibial tray, fit, to replace the defective tibial tray due to numerous reports of loosening and bone loss. Patient continued to have pain and instability in connection with her optetrak knee replacement system and, in (B)(6) 2012, it was determined that the device had again loosened and failed, and that, therefore, she was required to undergo another revision. On (B)(6) 2012, surgery was once again performed on patient's right knee. At this re-revision, another defective insert was implanted in patient's knee. Patient continued to have difficulty with her right knee, and, in (B)(6) 2021, she switched her care. On (B)(6) 2021, patient underwent another revision due to loosening and bone loss related to the defective insert. As a result of this revision surgery, patient's popliteal artery was severed, and patient continues to suffer from medical complications and risks.

Manufacturer narrative:
Information was added to d6a and d8. H6: investigation results - the revision reported was likely the result of an insufficient bond of the implant to the bone, possibly related to infection, which allowed for loosening of the tibial tray. However, the cause of the infection and tibial loosening cannot be confirmed because the revised components were not returned for evaluation and no images/radiographs were provided.